Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source- foreign - (B)(6).

Event description:
It was reported that there was a leak through a tourniquet cuff during an operation. Staff attempted to deflate distal cuff during procedure, but both the proximal and distal chambers deflated resulting in a leak. An alarm was generated indicating leak on the monitor. It was reported that a rupture between the two chambers in the cuff was identified. A full performance verification procedure was performed on the device and all tests were passed without any anomalies detected. The device has been returned to service. The cuff had passed an inflation/deflation test before the procedure was started. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #: (B)(4). Visual inspection found no tears or damage. Functional testing found a leak at the right angle cuff port. During testing, the test ats unit was alarming and constantly inflating. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event info.